Event description:
According to the reporter: occurred during a laparoscopic lobectomy procedure. The stapling device was being used for the cutting of the lung tissue. The jaw was unable to clamp completely. The staples did not form properly at the distal end and the staple line was incomplete. In order to resolve the issue and complete the case, another staple was replaced to continue. There was no patient harm. The patient outcome is alive, no injury.